Manufacturer narrative:
The insulin pump passed functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No a13 alarm noted during testing. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm watchdog timeout. Customer's blood glucose at time of incident was 213 mg/dl. Customer inserted new fresh battery and the alert reappeared and can't be cleared. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.